Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure preparation. The procedure was completed by moving the patient to another room immediately. The philips field service engineer (fse) verified the reported issue with the customer, confirming that the system returned to normal functionality following repairs conducted by a third-party service provider. After these repairs, the system was returned to use in good working order.